Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The event of no ipg communication was reported to abbott. Troubleshooting was attempted but unsuccessful. Surgery has not yet been scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
It was reported the device displayed the ¿generator unavailable message¿ and it is unknown if the device depleted prematurely. Reportedly, patient underwent an unrelated surgical procedure but did not set the ipg into surgery mode. It¿s unclear if this contributed to the ipg becoming inoperable. The patient is not receiving therapy and will likely require surgical intervention to address the issue.